Event description:
Litigation alleges that patient has experienced pain, injuries, and excessive levels of chromium and cobalt. Patient fact sheet was provided on (B)(4) 2012, which provided part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient has experienced pain, injuries, and excessive levels of chromium and cobalt. Patient fact sheet was provided on (B)(6) 2012, which provided part/lot information. Update 8/4/16 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. Update 01/30/17 ¿ medical records received. After review of the medical records for MDR reportability, adding sleeve and stem due to previously alleged elevated metal ion levels. Update 02/07/17 ¿ medical records received. After review of the medical records for MDR reportability, a revision operative note was provided. The revision operative note indicated pain, metallosis and mechanical loosening, but there was no indication of what implant(s) were loose. The stem and cup were both noted to be fixed. There is no new additional information that would affect the existing MDR decision.

Event description:
Update jun 30, 2017: legal medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, it was stated that in the revision note that there was a scar measuring 7cm. Clinical notes reported swelling, restricted rom, and walks with severe limp. This complaint was updated on: jul 10, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient has experienced pain, injuries, and excessive levels of chromium and cobalt. Patient fact sheet was provided on (B)(6) 2012, which provided part/lot information. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.